Event description:
It was reported that the patients lead had migrated as revealed from xray. The patient underwent a lead repositioned procedure and was doing well postoperatively. Nothing was explanted or added.